Manufacturer narrative:
Mml reference number: (B)(4). The patient's demographic information has been requested.

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed three electrodes had out-of-range/high impedance failure. The patient was scheduled to undergo revision surgery to replace the left lead due to out-of-range/high impedance failure. The left lead was removed, and a new one was implanted without issues.

Manufacturer narrative:
Mml reference number: (B)(4). The lead assembly was returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the left percutaneous stimulation lead. Section patient information added. Section g1 and h6 were updated.

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed three electrodes had out-of-range/high impedance failure. The patient was scheduled to undergo revision surgery to replace the left lead due to out-of-range/high impedance failure. The left lead was removed, and a new one was implanted without issues. Reportedly, the patient has lost 60 kilograms in one year.